Event description:
Attempt to have right PICC line placed. After using lidocane and placing a needle into vein, ran wire into the vein when wire became stuck. Tried to remove wire when a piece broke away and stayed in pt's right arm. Wire left in pt's sub-q tissue.